Event description:
It was reported by service report that the fowler was stuck in the upright position and would not lower. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: fowler link bracket, fowler bracket assembly, ball screw assembly, fowler bushings and connecting hardware.